Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited noise oversensing. The patient did not experience any adverse consequences. The impedance was noted to be normal. No intervention was performed. The patient would be continued to be monitored.